Manufacturer narrative:
This event occurred in (B)(6). The troponin t hs stat reagent lot number was 381539 with an expiration date of 31-may-2020. Calibration signals were lower than expected. Qc was acceptable. Both patient samples were spun for 5 minutes at 3000 rpm. Based on the sample tubes the customer uses, the centrifugation time may be too short and the speed may be too high. Rack adapters were not used for patient 1 sample. It is not known if rack adapters were used for patient 2 sample. No issues were identified during a review of the alarm trace. There was no service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e601 module. Patient 1 initial result from a sample cup was 68.92 ng/l with a data flag. The sample cup was repeated with a result of 8.07 ng/l. The primary tube was repeated on line 2 of the module with results of 9.11 ng/l and 8.89 ng/l. The result was reported outside of the laboratory as < 13 ng/l. On (B)(6) 2019 patient 2 (female with date of birth of (B)(6)) initial result from the sample cup on line 1 of the module was 209.5 ng/l. This result was reported outside of the laboratory as 210 ng/l. The sample cup was repeated on line 1 with a result of 175.9 ng/l. A new sample was obtained for this patient later in the evening and the result was 31.37 ng/l from line 1 of the module. The doctor questioned the results for patient 2 so the primary tube samples for the initial sample and the evening sample were repeated on both lines of the e 601 module: the initial sample results were 47.84 ng/l on line 1 and 49.08 ng/l on line 2; the evening sample results were 32.62 ng/l on line 1 and 33.84 ng/l on line 2. There was no allegation that an adverse event occurred.